Event description:
A depleted battery alarm at start up during biomed testing. The hosp representative stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
The reported condition was confirmed. This issue is currently being investigated.